Event description:
Ous MDR - after an implantation period of about 90 months, oversensing with inappropriate therapy was reported. The lead was explanted and returned to biotronik for analysis. Apart from the shock, no further adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 53 cm proximal to the lead tip. Only a distal part of the lead was received and subjected to an extensive analysis. The analysis revealed multiple signs of wear at several positions of the lead body. In the region of the tricuspid valve the insulation was found rubbed through. In this area the coating of the conductor cable to the shock coil was found damaged. These damages can be considered as the root cause for the clinical observation of noise which led to vf detection with inappropriate therapy as reported in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Further damages such as the deformation of the distal shock coil occurred most likely during the explanation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.